Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a single-lumen powerpicc solo catheter was returned for evaluation. An initial visual observation of the video showed a powerpicc solo catheter with a leak in the catheter tubing. Use residue was observed on the catheter and the surfaces surrounding the catheter. Due to the quality of the returned video, details of the damage to the catheter tubing could not be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that PICC line leaking under dressing. Assessed line with usg machine, no clots noted, vessel appears healthy. PICC line pulled. After removing PICC line, attached flush, and could see small slit in PICC line where fluid was leaking. Length confirmed and tip intact. Patient had to have their PICC removed and a new one placed. PICC leaking when flushed a few inches down the line from the claves.